Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was reported that the product was not used by the patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on may 07, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that "dust into the sterile package."